Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please also see associated report(s): 0001822565-2018-00909, 0001822565-2018-00910, 0001822565-2018-00912. No revision has been reported to date; the devices are assumed yet implanted. Concomitant medical products: unknown part/lot; femoral stem, acetabular cup, acetabular liner. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient developed infection and implant deterioration post primary total hip replacement. No further information has been made available at this time.